Event description:
Event description guidant received information that during a lead revision procedure due to microdislodgement one week post implant, the setscrew on this implantable cardioverter defibrillator (ICD) was unable to be deployed. The device was explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.